Event description:
Instrument broke during surgery.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The issue of breakage of radel handles that are impacted have now been reviewed by the CAPA review board and was identified for further action. Data review no. Dr-000714 was raised for further investigation, to include reference to data review activity no. Dra-001725. The dra data showed that there is no systemic failure of extruded radel as a material for use in instruments, and that the complaints pertaining to this failure mode fall under the 2% threshold agreed at CAPA review board. The root cause is attributed to product wear out based on the overall condition of the impactor. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.